Event description:
Event description cpi received information that this implantable pulse generator (ipg) is exhibiting premature battery depletion. It is scheduled for explant 'soon', therefore cpi is reporting this as a serious injury MDR.

Manufacturer narrative:
Event conclusion cpi analysis found the device passed automated and manual electrical measurements and the battery status interrogation indicated elective replacement time. Ipg was programmed to 6 v and 0.50 pulse width which would have a minimum longevity of 35 months. The unit meets specification for normal battery depletion at the above parameters, therefore cpi could not confirm the allegation.